Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse reviewed the logs and identified error 319 node ID 0xcb, pointing to acp5 board. The axes controller platform (acp) 5 board frm connector leds were yellow. The fse swapped acp5 with acp2 board, but error 319 node ID 0xcb persisted. The patient side cart (psc) optic fiber cable was replaced, which resolved the issue. Error 23007 displayed during the system test, and usm4 was inspected with no issues found. Upon review of the logs, the fse identified error 23065 occurring on (B)(6) 2021. The fse checked universal side manipulator (usm) 3 axis 9 vertical (set-up joint) suj-z and tested full range of motion in normal mode successfully. Error 23022 was also identified occurring on (B)(6) 2021. No further occurrences were reported by the system. The system was tested and verified as ready for use. The affected part 372210-06 (cable,fiber optic,psc wrist,is4000) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the system logs confirmed the occurrence of error 319 on system sk3989 on the provided event date of (B)(6) 2021. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but the information for the patient-related fields was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, error 319 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system with the emergency power off (epo), but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Due to the alleged issue, the procedure was delayed by greater than 30 minutes. It was further reported that when error 319 occurred, the error could not be cleared, and the set up structure (sus) wrist could move. The customer was unable to release patient demographic information for this event. Isi has attempted to obtain additional information related to the reported event. No information was provided pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident. The isi field service engineer (fse) also clarified that error 319 locked the sus wrist motion, and the operating platform (op) could not move.